Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Front caster wheel allegedly is bent. Person from facility who called is not aware of which side. No serial number provided. Par #1144243, wheel assembly was referenced. MDR. Filed.